Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the e103 (lamp light-up error code) displayed on the visera elite xenon light source. The issue was found in the operating room during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found other issues that included the housing with the bottom chassis rusted, rear panel and rear front was rusted, connections with a worn out socket slider switch that caused intermittent use of high intensity cable. The olympus lamp life meter was reading over 500+ hours, indicating the lamp life was expired and had heavy moisture stains around the normal fu lens optic and nbi fs 190u was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.